Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewed the error log. Fse ran the cup transfer macro and observed normal hybrid arm cup transfer, adjusted the hybrid arm cup transfer z-axis slightly upward for better timing, and verified all other hybrid cup transfer alignments. Fse also lubricated the hybrid arm cup assembly, and checked all cable connections, cleaned the main incubator and rotor as routine maintenance. Customer successfully completed quality control (qc) and patient sample runs, and results were within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2150] hybrid arm /cup transfer cup detection failure cause: the cup-gripping sensor failed to detect a cup before pickup. The measurement result will be flagged (mf flag or se flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to unknown, probably z-axis cup misalignment.

Event description:
A customer reported getting error message 2150 "hybrid arm /cup transfer cup detection failure" during calibration on the aia-2000 instrument. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.